Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that transmitter failed error occurred. The patient stated it gave her a 30-day expiration notice but then stopped working the following day, on (B)(6) 2021. She stated that because of the failure her insulin pump did not deliver the basal rate and her mother had to take her to the hospital where she was admitted to the intensive care unit (ICU). No symptoms were provided. Her vital signs were checked, and she was given a covid test and an unspecified blood test, and treated with insulin, IV saline, and heparin. At the time of the call she was improved, in stable condition, and her glucose level was back down to 128 mg/dl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.